Event description:
The international customer reported the ventilator displayed a pressure sensors failure. The device was not in use on a patient therefore there was no patient involvement or harm. As noted, if the reported problem were to occur during normal ventilation operation it may affect the accuracy of the system pressure measurement and may result in the unit going vent inop. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. During evaluation, the manufacturer's service technician reported a loose cable connection between the data acquisition pcb board and motor controller pcb board. The service technician reported reconnection of the cable resolved the reported problem.

Manufacturer narrative:
Cable reconnected.